Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube, vibrator, or keypad assembly. Unable to prime during prime-compromised force sensor system test and motor error alarm during the basic occlusion test due to moisture damage on the force sensor resister. The insulin pump was received with a corroded motor home switch during visual inspection. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and pump unable to prime. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called in to report a motor error alarm during bolus delivery. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.